Event description:
It was reported that after a coronary ablation procedure through three femoral vein access sites, sized 3-french, 4-french, and 9-french, venous closure of two of the three access sites were successfully achieved using two perclose proglide devices. A femoral venogram was not performed prior to femoral vein closures. Reportedly, during removal of the procedure sheath in the third 9-french sized access site, the procedural sheath was found to have been sutured in the femoral vein by the second proglide device. The procedure sheath and second proglide device were surgically removed and the second 4-french and third 9-french access sites were surgically sutured to achieve hemostasis. The suture of the first proglide device remained in the vessel and achieved hemostasis. There were no reported adverse patient sequelae. The operator was reportedly not trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The operator was reportedly not trained in the use of the perclose proglide device. The instructions for use (IFU) state under the caution section that federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. In addition, the proglide device was reportedly deployed in a 4-french sized femoral vein. The IFU states under indications that the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). Operator not trained. The operator was reportedly not trained in the use of the perclose proglide device. The instructions for use (IFU) state under the caution section that federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. (B)(4) - indications for use and incorrect anatomy. The proglide device was reportedly deployed in a 4-french sized femoral vein. The IFU states under indications that the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths.